Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received compromised force sensor system. The customer¿s blood glucose level was unknown. Customer stated that was not able to rewind. Customer also reported that she was seeing a leak on the reservoir compartment. Customer confirmed that he drive support cap was intact. Customer confirmed that the insulin pump was not been dropped or bumped. Customer was advised to stop using the insulin pump and to revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with missing segments due to cracked zebra connector. Unable to perform self test and displacement test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify rewind and a33 alarm due to missing segment.